Event description:
Related manufacturer's reference number: 2017865-2021-39653. Related manufacturer's reference number: 2017865-2021-39657. It was reported that the patient was admitted to the hospital. It was discovered, that there was a pocket infection and it was visualized that there was pus coming from the device incision. The physician opted for a full system explant, and successfully implanted a new system. There were no patient consequences.